Manufacturer narrative:
The reported filter vent leak was not confirmed by investigation. No product was received for investigation. Additionally, no pictures or videos documenting the issue were provided by the customer. The customer clearly describes a leak at the filter vent. In response to the customer query, the little hole at the filter vent is supposed to be there and has always been there and is not the cause of the reported leak.

Manufacturer narrative:
It is unknown if the device will be returning for evaluation. The lot number of the device that was in use is unknown. The customer contact identified one possible lot number (plots). The possible lot number is 886125h with expiration date of 4/1/2021. Device manufacture date for the possible lot number is 4/1/2018. Concomitant medical products: cyclosphosphamide, etoposide, cisplatin, and nacl 0.9% 250ml, MFR unknown, primary plumset ln 142550489, lot number 876465h.

Event description:
The event involved an extension set that was reported to leak chemotherapy at the filter. The extension set was connected to a primary plumset and was infusing a three drug combination of cyclophosphamide, etoposide, cisplatin, and nacl 0.9% 250ml at a rate of 12.5 ml/hr. After an unspecified amount of time, a leak was noted in the center where the circular tube connects to the disc of the filter at the back of the filter. The device was turned off, sequestered, decontaminated, and the chemotherapy was remade for the patient. The tubing set was replaced and a leak was detected again shortly after the infusion started. There was no adverse event and no delay in critical therapy.